Event description:
The customer reported that the subject device displayed an error code e116, an error code e117 and an error code 118. The reported issues were observed during a therapeutic appendectomy. The intended procedure was completed using another device with a delay of fifteen minutes. There was no patient or user injury reported due to the event.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of reported error codes could not be determined since the subject device was not returned to olympus for evaluation. Olympus will continue to monitor field performance for this device.